Event description:
It was reported to boston scientific via a report presented in the 133rd annual meeting of the japanese urological association 2026, clinical experience data on patients who underwent rezum water vapor thermal therapy procedure to treat benign prostatic hyperplasia. The procedures were performed at one institution in japan. Following procedure, the following outcomes were reported: retreatment was noted in relatively younger patients, and patients who were catheter dependent prior to procedure tended to experience higher incidence of urinary tract infections and stones post-operatively. 70-100% of these patients eventually became catheter-free. Additionally, patients with larger prostate size tended to require higher number of injection shots; edema or damage of the verumontanum was noted in some of these cases. No further details were provided.

Manufacturer narrative:
(2026). Future bph treatment strategies enabled by rezum. 133rd annual meeting of the japanese urological association 2026. Ms2.